Event description:
Patient reported " it did not fall down and looked bigger than the other one". This record is for the "unknown" side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.